Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with device in backup vvi. Device download was performed successfully. Patient will be monitored with routine follow-up.